Event description:
On (B)(6) 2011, patient reported that all buttons on his infusion device malfunctioned. Patient stated, he first noticed the buttons' malfunction a couple of months ago while attempting to deliver a bolus. Patient reported, sometimes the menu and check buttons do not work when pressed, but the issue is most prevalent in the up and down buttons. Patient stated, he sometimes has to apply extra pressure to get the up and down buttons to work. Patient reported, the buttons pop back up after being pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.